Manufacturer narrative:
No button response due to corroded keypad traces. No scrolling numbers display anomaly noted. Pump received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump's keypad was intermittently responsive and the screens were scrolling. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.